Event description:
It was reported that the patient underwent a total right hip arthroplasty on an unknown date about 12 years ago. Subsequently, the patient was revised on (B)(6) 2014 due to polyethylene liner wear and pain. The modular head and polyethylene acetabular liner were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "wear and/or deformation of articulating surfaces.

Event description:
It was reported that the patient underwent a total right hip arthroplasty on (B)(6) 2002. Subsequently, the patient was revised on (B)(6) 2014 due to polyethylene liner wear and pain. The modular head and polyethylene acetabular liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and should additional information be received, a follow-up report will be submitted to the FDA. The following sections could not be completed with the limited information provided. Product / lot code / expiration date. Date of implant. PMA/510(k) number. Manufacture date.